Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed that exposure to magsafe magnets had triggered the alarm and educated the customer about it. The customer was advised to continue using their current pump, which was still under warranty, until a replacement pump was shipped by technical support. Furthermore, the customer was instructed on how to prepare the faulty pump for return to tandem and agreed to return it using a prepaid label within ten days.